Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the surgeon told the sales rep it sounded like the battery died during the firing. No additional information is available.

Event description:
It was reported that during a laparoscopic colorectal procedure on the 1st firing the device only partially advanced. The reverse button would not work so the manual over ride was used to remove the device. Tissue was cut, but staples were not deployed. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.